Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the device manufacturer representative indicated that it was thought that the pump was flipping due to being stitched down on two sides in the pocket and not four. It was reported that the cause of the flipped pump was unknown. A pump revision surgery was planned but not yet completed. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that during the patient's last refill appointment the pump was flipped. Per the patient the pump was only tied down twice in the pocket. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was noted that the patient would contact their new healthcare provider (hcp) to schedule an appointment. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.